Event description:
The customer reported that during a radio frequency ablation procedure, the needle electrode was being clamped with kocher forceps and as a result, the insulating coating of the needle was peeled resulting in the patient receiving a burn at kocher forceps contact site. The burn was found upon completion of procedure. This was a 3rd degree burn, 0.5cm x 2cm in size.

Manufacturer narrative:
Date of initial report: 07/14/2009. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.